Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. The device was removed from the patient with the stent still partially deployed on the delivery system. Reportedly, the handle was rotated as the device was luer locked to the scope and there was resistance encountered during the attempted deployment. A plastic stent was placed to facilitate temporary drainage and complete the procedure. There were no patient complications reported as a result of this event.